Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that the device had an excessive charge time alert on (B)(6) 2015 and a charge time out alert on (B)(6) 2016. Concomitant medical products: 305u29 heart valve, implanted: (B)(6) 2008.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached end of service (eos) due to charge circuit timeout. No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.